Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The provided x-ray was reviewed for implant fracture and implant disassociation, of which none were noted. It was also reported that there was no dislocation visible on the provided x-ray. A review of the manufacturing records identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision right total hip performed on (B)(6) 2015 by dr rod brooks at (B)(6) hospital. Primary implant date (B)(6) 2015. Surgeon states revision for "patient dislocating during the night while lying down". Surgeon revising components to larger head size and more closed cup position. Components revised and surgeon happy with outcome. Patient stable at the end of surgery. (B)(6), female. X-rays are available. No further information available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).